Event description:
Surgeon performed amputation as a result of dehiscing wound on dorsal aspect of finger that failed to heal with multiple non-operative measures, as well as multiple attempts for plastic flap closure. Complications resulted from pre-existing condition not related to implant performance. Pt opted to have amputation performed rather than attempt add'l surgical interventions, as it was encroaching on her life activities.